Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the application frozen issue. The field service engineer reseated hard drive and aio and checked all cables down back of station for frayed cables. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system keeps freezing. This has been a daily occurrence for a couple of weeks. The customer stated that the malfunction was occurred when they trying to issue medication to patient since they managed to get the meds from the pharmacy. There were no adverse events or injuries reported based on this incident.